Event description:
Voluntary medwatch received states that patient experienced dizziness and dyspnea. No intervention was done. There were no other patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153237.